Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a missing display window/cover and a cracked case behind the insulin pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump was received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. Unable to verify pump error 35 alarm, keypad anomaly, frozen screen and perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was cut open to perform visual inspection and no loose component or moisture damage on the electronic assembly, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a critical pump error (open book image) alarm noted. A test electrical board 1 was re-installed in the original electrical board 2, case, internal battery and motor. Powered the insulin pump on using the aa 1.5 volts battery and continue to download. The critical pump error occurred during testing. In conclusion, critical pump error and crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen suspected to be on the electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated that the insulin pump had pump error alarm and they were not able to clear the alarm. The insulin pump buttons were not responding and time clock was not visible on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.